Event description:
This was a lead extraction procedure to remove two cardiac leads due to cied system/pocket infection. Each lead was prepped with an lld. A 14f glidelight laser sheath was used first on the ra lead (mdt 4068, impl 180 months). After some progress on the ra lead, the physician then decided to switch to the rv lead (guidant 0134, impl 180 months) using a 16f glidelight. Some progress was made on the rv lead and then the physician switched back to the ra lead using the 14f glidelight. Progress was slow, but steady. Switching back to the rv lead with the 16f, it was noted that the glidelight was lasing smoothly and there was no need to push hard. After some progress with the catheter, the patient's blood pressure decreased steadily and the CT surgeon was called. A thoracotomy was performed and an injury in the svc was discovered. Unfortunately, the patient did not survive the intervention.

Manufacturer narrative:
The device involved in this complaint is expected to be returned for evaluation. If the device is returned, a follow-up report will be filed with the results of our investigation.

Manufacturer narrative:
Catheter investigation summary - the inspection of the 16f glidelight laser sheath involved in the event found that the catheter looked to be in good condition. There were no signs of damage or irregularity. The 14f glidelight also used for the case was returned and evaluated and found a slight kink 13cm from the bifurcate which is consistent with use. The lhr review of the device found no issues or non-conformances that would have caused or contributed to the injury. The catheter did not have any issues in manufacture that would lead to an injury. The device performed as designed.